Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the guidewire could not be advanced through the right ventricular (rv) lead. The rv lead was not used and replaced during the procedure. The patient was in stable condition.